Manufacturer narrative:
This report is being filed to relay new information about the cause of and date of the revision procedure. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative, infection, and allergic reaction". Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 3 of 3 follow-up mdrs filed for the same event (reference 1825034-2011-00754-1 / 00756-1). (B)(4).

Event description:
Patient's legal counsel reported that patient underwent hip arthroplasty on (B)(6), 2002 and that patient is subsequently alleging unknown complications. A review of invoice history confirmed the initial surgery occurred on (B)(6), 2002. A revision procedure has not been performed to date. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - no revision procedure has been performed to date. Date explanted - no revision procedure has been performed to date. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2011-00754 / 00756). This report filed (B)(4), 2011.

Event description:
Patient's legal counsel reported that patient underwent hip arthroplasty on (B)(6), 2002, and that patient is subsequently alleging unknown complications. A review of invoice history confirmed the initial surgery occurred on (B)(6), 2002. A pathology report received on (B)(6), 2012, confirms that a revision procedure took place on (B)(6), 2011, due to infection.